Manufacturer narrative:
The cause of the bleed is most likely use related since post explant perclose failed requiring balloon tamponade and covered stent placement to rt axillary artery. The device passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding when the perclose failed at the time of explantation. A balloon tamponade and covered stent were used to successfully support the patient instead.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.